Event description:
The patient experienced a shocking/jolting sensation during an electrocardiogram (ECG). The shocking was in the right arm and neck. The shocking stopped immediately after the ECG was aborted. The patient had forgotten to bring the patient programmer to the clinic and the patient did not turn the device off. The patient was re-directed to the patient's physician.

Manufacturer narrative:
(B) (4).